Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the identified malfunctions could not be determined, however, it is likely that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use: instruction manual gif-2tq260m operation chapter 3 preparation and inspection: 3.2 inspecting the endoscope: inspecting the endoscope instruction manual gif-2tq260m operation chapter 4 usage: 4.2 use of the instruments should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a burnt distal end and a burnt plastic distal end cover. There was no patient involvement.